Event description:
During a sfa interventional procedure, involving the use of an aquatrack guide wire, the physician reported that the tip of the guide wire "broke off" inside the patient while the physician was attempting to navigate in a calcified small branch artery off of the sfa. After "numerous" attempts to retrieve the tip, the tip was left in the patient. The incident was explained to the patient by the physician.

Manufacturer narrative:
Nitinol devices and components has requested the following information from (B)(6): return of the guide wire for evaluation; patient information and current status; any additional information relevant to the reported event, including images and physician's summary.